Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the needle mechanism assembly found score marks on the cam finger. These marks were caused by insufficient firing force applied to the release bar by the cam finger. Due to the insufficient firing force, the slide insert stopped at the cam finger, causing the score marks, and preventing the needle mechanism from deploying as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 325 mg/dl while not wearing the pod. When patient pressed start, she realized the needle had not deployed as intended. For treatment, patient gave themselves a manual injection of insulin.